Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-00178. It was reported the pt ((B)(6) ) lost stimulation impedance issues were observed during diagnostic testing. Surgical intervention was undertaken to replace the pt's lead and effective stimulation was recaptured as a result. The physician suspects the reported issue stemmed from a fixation problem with the lead and lead anchor.

Manufacturer narrative:
Eval: results: the complaint of invalid impedance could not be confirmed. The lead was returned cut and incomplete and could not be fully analyzed. The lead was visually examined under the microscope and no anomalies were observed with the exception of the cam and a compression marks on the outer tubing of the lead. Functional testing of the lead segment showed that all channels passed continuity. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.